Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the battery appears to have turned/inverted. The patient was unable to connect to recharge. The patient was instructed by healthcare provider (hcp) to wear binder for 2 weeks then report back of battery able to connect to recharger. Then revision will be scheduled if not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported ins is turned in the pocket and it is sitting sideways and pt cannot charge the ins because of its position in the pocket since implant (B)(6) 2022. Pt stated she went to the hcp office yesterday and hcp told pt to "work with the rep" and wear an belly band to try to get the battery to lay down right. Pt stated the ins feels like it is pulsing and she feels like "it is going to explode" pt stated she is feeling pain at the ins site. Pss suggested that pt continue to work with the hcp office - pss is sending a message to the field rep about pt call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-aug-28: additional information was received from the patient. They reported that they have an MRI coming up and they have been trying to get a hold of a battery charger for the remote because they have lost their charger. Patient states they have the handset but the controller is dead so they can't turn it off for MRI mode. Agent asked how long the controller has been dead and patient states two years. Pt mentioned the implantable neurostimulator (ins) has been dead as well for 2 years. Pt states they are refusing to do the CT scan because they cannot turn off the implantable neurostimulator (ins). Pt reports during the implant their battery flipped so it doesn't charge, pt states if they take 3 hours it can charge up to 10-15%. Pt states they felt the battery coming out and was pushing towards the skin. Pt states they had a heart attack after equipment installed and the healthcare provider (hcp) did not know they had a heart attack. Pt asked what happened as they were in a lot of pain and the hcp said nothing had happened. Hcp went back to grab equipment, there was an EKG, and patient saw their hcp who said they had a heart attack. Pt states they wanted to flip back the ins and pt denied. 2024-sep-24: additional information was received from a healthcare professional (hcp). The nurse went through the notes and stated that the patient felt a fluttering sensation after being implanted and it was most likely from the anesthesia. Nurse stated the patient did not have a heart attack and the patient saw a cardiologist regarding the event. Patient also called the healthcare provider (hcp) office demanding a letter stating that they are full body MRI eligible.